Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during vascular access for a procedure, the tip of the access wire broke off and became embedded within the patient's tissue. Post procedure. The patient required an emergent MRI for non-related issue. The account was notified that merit does not have MRI compatibility data on access wire tips. It is unknown if the patient completed an MRI study. The tip has not been removed. No additional information about this event has been provided.

Manufacturer narrative:
The suspect device will not be returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be re-opened.